Event description:
The customer reported that the autoclavable camera head exhibited image interference and now no longer turns on. There were no reports of patient injury.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided once available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.